Event description:
It was reported that the patient's lactate dehydrogenase level was 1000. The care-provider was worried about thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected thrombus could not be confirmed through this evaluation. A direct correlation between the device the reported elevated lactate dehydrogenase (ldh) could not be conclusively established through this evaluation. Additionally, a direct correlation between the elevated ldh and suspected thrombus could not be conclusively established. The controller event log files contained events from (B)(6) 2024 through (B)(6) 2024. No notable events or alarms were observed, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.